Manufacturer narrative:
The customer reported washing their face after exposure which is the proper measure per the safety data sheet. The customer did not require further aid. Risk of exposure is limited to irritation of the site (particularly on prolonged contact). This event is being reported out of an abundance of caution due to the exposure area. Qc retention components were inspected. No manufacturing defects were observed and no fluid leak or splash was observed during testing.

Event description:
The customer reported that when attempting to perform a test with their a1c kit, the shaker solution splashed onto their face upon collector insertion. There were no allegations of patient/user harm during or after the incident.